Event description:
It was reported that the patient presented at a follow-up in clinic with sensations of chest pounding. Upon interrogation, the atrial and ventricular leadless pacemakers exhibited pacemaker-mediated tachycardia. The atrial leadless pacemaker also exhibited noise reversion episodes and far r-wave oversensing that led to inappropriate automatic mode switch. Programming changes were performed. The patient was in stable condition.